Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, inside the patient, the tip of the cut wire broke off at one end upon bowing the hydratome rx 44. The procedure was completed with another hydratome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: the event of cut wire broken was reported via asr on (B)(6) 2013. The investigation results found the catheter to be torn, which is a reportable, non-asr failure; therefore, this MDR is being submitted.

Manufacturer narrative:
(B)(4) catheter torn. Visual evaluation of the returned device found the working length twisted. Cutting wire is broken and blackened and proximal pierce hole is torn, notch is not present in the device, there is no exposed cutting wire. Dimensional inspection was not performed due to device condition. Analysis of fragment of the broken cutting wire concluded that the wire break occurred due to melting. Review and analysis of all available information indicated the most probable root cause for this event was operational context, since it is likely that procedural or anatomical factors encountered during the procedure could have affected the device integrity and its performance. The device history record review found the device met all manufacturing specifications.